Event description:
It was further reported that the rv lead was possibly fractured. The ICD was explanted and replaced and the rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise. Episode #7 shows evidence of lead noise oversensing due to emi. Concomitant medical products: 4592-53 lead, implanted (B)(6) 2004. (B)(4).

Event description:
It was reported that episodes showed clear electromagnetic interference (emi) stored on the implantable cardioverter defibrillator (ICD) device. It was determined that the emi was caused by general noise in the environment while the patient was traveling and being scanned by different security systems. It was also reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high pacing impedance and elevated short interval counts (sic). An in-office evaluation could not recreate the noise. The device and lead remain in use for continued monitoring. No patient complications have been reported as a result of this event.